Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer¿s complaint was confirmed during review of the alarm history. The cause was traced to a broken barrel and potentiometer. The pump's barrel clamp potentiometer was faulty and replaced. The device then passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device can't calibrate syringe size. There was no patient involvement.